Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during a laser ureteroscopic stone removal procedure using a uropass access sheath, the sheath tip broke off into the patient. The tip was retrieved and procedure was completed with no further consequences to the patient. Additional details regarding the patient and reported event were requested. The customer was unable to provide the requested information.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during a laser ureteroscopic stone removal procedure using a uropass access sheath, the sheath tip broke off into the patient. The tip was retrieved and procedure was completed with no further consequences to the patient. Additional details regarding the patient and reported event were requested. The customer was unable to provide the requested information.

Manufacturer narrative:
This report is being update to report additional information reported by the customer and investigation findings. Physical evaluation of the returned device: the device was returned with the original packaging. The model and lot number were confirmed to be 61238bx and lot: 09d1700148. The device was received in fragments. The blue outer sheath appears to have no damage. The white inner sheath has been broken multiple times. The very tip was broken off, that fragment was found inside the packaging. The distal tip has some dried blood leftover indicating use. This tip was also broken a few more times up the shaft. The cause of the damage was unable to be determined. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause has been determined to be environmental exposure of the device, which resulted in degradation and embrittlement of the polymer. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information provided by the customer: patient demographics and pre-existing conditions are not available. The procedure being performed was a ureteroscopic stone removal with laser. The indication for the procedure is not available. It is unknown if there were any anatomical or procedural challenges that could have contributed to the reported event. It is not known how the device fragment was removed from the patient. There were no adverse effects to the patient as a result of this occurrence. The device is available for return. It is unknown what/if concomitant devices were being used at the time the uropass broke inside the patient.